Event description:
It was reported that this patient implanted with an ams sling underwent a surgical procedure to implant an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported. Additional information was received that the reason for the revision was recurring incontinence.

Event description:
It was reported that the patient experienced a ams sling to artificial urinary sphincter(aus) device procedure due to unspecified reasons. A patient outcome was not reported.